Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, there was some difficulty in firing with an abnormal sound at the third firing. The staples were unformed. No reinforcement was used. Another cartridge was used to complete the case. There were not adverse consequences to the pt.